Manufacturer narrative:
Impact code : (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the controller was not able to recognize the two spyscope catheters. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to two spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the controller was not able to recognize the two spyscope catheters. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted an adhesive sticker on side of cover. A functional evaluation noted that the unit has no functional problems. No errors in the error log. Per the evaluation conducted by enercon technologies, the reported event could not be duplicated. A risk review confirms this is not a new or unanticipated event. During a device history record review conducted by enercon it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the most probable root cause of this event is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.